Manufacturer narrative:
The device was received not deployed. Download data indicates the first prime was completed earlier than expected at pulse 21 and deactivation occurred at pulse 31. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. Insulin delivery is not to be expected until the device has deployed. No damages or defects were observed that would have contributed to the reported event. A rotational sensor malfunction was observed in the download data. The device was reset, connected to a master pdm and delivered a 5u bolus. No timeouts or drive stalls were observed in the rerun download data, but the rotational sensor from the original data did replicate. Inspection of the commutator cap found it to be contaminated. The commutator cap contamination is the cause of the rotational sensor malfunctions, but did not contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 322 mg/dl. The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated with a new pod.